Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. Multiple unsuccessful attempts were made to obtain the device for evaluation. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that five reciprc files broke during use. The outcome of the event is unknown as of this MDR evaluation.